Event description:
It was reported the customer had recurring no delivery alarms on their insulin pump. Customer stated they had changed their reservoirs, tubing, and insulin, but the alarm persists. Customer's blood glucose was unknown at the time of the call. The customer stated their tubing is not bent or kinked. The customer also declined to troubleshoot because they had tried all remedies for the no delivery alarm. The customer was advised to disconnect from their insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.